Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device was scraped inside of the cannula, causing plastic shavings to form from inside of the cannula. The plastic shavings fell into the pt and were removed through the original incision. The device was removed and cleaned with saline. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).